Event description:
It was reported that the lead was explanted and replaced due to t-wave oversensing. The lead was discarded in the operating room and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.